Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke with a bd insyte¿ autog¿ bc wing blu. The following information was provided by the initial reporter: material no.: 382623, batch no.: 8169743. It was reported that the needle came bent and already retracted inside of the package. It was also reported that the IV bends or snaps in between the catheter hub and the chamber. End user claims the needle was bent upon opening the package. You can see now that the needle is bent as it has been retracted and is inside the chamber. Areas where ivs are stocked are not overstocked and products are not cramped. End users complain that this problem happens often, that they will open the package and the IV bends or snaps in between the catheter hub and the chamber. End users also claim that the needle is bent even when it is still inside the catheter.

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8169743 for evaluation. The unit received was returned without its original packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was fully retracted within the safety barrel. The needle was reset to the out position and the engineer noticed that the needle was slightly bent. There was no physical/mechanical damage observed to any of parts of the unit. The needle was able to stay in the out position until the retraction button was depressed. Based off the visual inspection and testing the engineer was able to verify the reported issue of bent needle but could not verify the reported defects of broken needle and premature retraction. The engineer could not determine the definitive root cause for the bent needle as the device was returned outside of its original packaging and the other issues were not verified. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the needle broke with a bd insyte¿ autog¿ bc wing blu. The following information was provided by the initial reporter: material no.: 382623 batch no.: 8169743. It was reported that the needle came bent and already retracted inside of the package. It was also reported that the IV bends or snaps in between the catheter hub and the chamber. End user claims the needle was bent upon opening the package. You can see now that the needle is bent as it has been retracted and is inside the chamber. Areas where ivs are stocked are not overstocked and products are not cramped. End users complain that this problem happens often, that they will open the package and the IV bends or snaps in between the catheter hub and the chamber. End users also claim that the needle is bent even when it is still inside the catheter.